Event description:
A physician reported that after glaucoma shunt implant, there was a corneal decompensation. Additional information has been requested and received stated that there was an implantation of intra ocular lens with the shunt implant. The patient denies pain but had a little brow ache and reports a vision improvement. On (B)(6) 2022, patient experienced headache, nausea, pain like something was scratching eye under lid, patient also experienced dizziness, the patients visual acuity take until midday to clear up in os, from night it doesn't help. The patient was prescribed with brinzolamide and brimonidine combination eye drops two times a day. The prednisolone 1% was decreased and patient was prescribed with the ointment. Patient also experienced milky visual acuity for 3 months. Patient stated cannot see anything but a shadow in the morning and starts to slightly clear up to about 60-70% of visual acuity around 6-7 pm. With no improvement with any gtts. The patient also experienced itchy sand eyes starting in january and has worsened over the time. No further information available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Because sufficient clinical data was not received and the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. There have been three other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).